Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that one of their prior ins devices had stimulation stopping and starting when it was becoming depleted. No further information was obtained during the call so follow up will be conducted to try and obtain additional information. No further complications were reported or anticipated.